Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that due to an inaccurate measurement, the intraocular lens explanted in the patient's left eye. This resulted in an unexpected outcome, causing the patient to experience very poor visual acuity with post operative best corrected visual acuity less than two lines , after cataract surgery. There are two related reports for this patient. This report addresses the patient kf left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).